Event description:
It was reported that the catheter had been in use for two days. During routine removal, the catheter separated at the hub, and a portion of the catheter was retained. A minor surgical procedure was performed to remove the piece of catheter. There were no further complications.